Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and palpitations. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead both exhibited under-sensing. It was also reported that the rv lead exhibited over-sensing with an elevated sensing integrity counter (sic). The leads remain in use. No further patient complications have been reported as a result of this event.